Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure in which the surgical removal of the lower lobe of right lung was performed on a patient with lung cancer. When the surgeon fired at the third firing, the blade could not move, then the surgeon pressed the release button, but the blade could not return. Finally, the surgeon used force to pull the jaw; the device could be moved from the tissue. The surgeon used hand sewing to complete the procedure. As a result of the difficulties encountered with this device, the surgery was prolonged 90 minutes. (B)(6).

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle; closure trigger. The ec60 device was received for analysis with the closing trigger broken and missing. The device was received with a partially fired cartridge loaded in the device. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and no anomalies were found. Although no conclusion could be reach on what caused the reported event, this is consistent with excessive load applied to the closing trigger when attempting to close the device on excessive tissue thickness or attempting to pry open the device. To return the knife blade the manual return should be use. The ticker the tissue on the device will result in an increase on the friction in the knife blade. To overcome the increase of friction the manual release lever should be pull several times until the knife blade returns to the home position completely. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.